Event description:
Reportedly, 4 cryocyte freezing containers broke during vapor phase transition. Cells were lost when the containers were dsicarded at the time of event, but sufficient back up cells were on hand for transplantation. The pt was not effected by this event. The containers had been disposed of at the time of the event. Many improvements to this product have been made since this lot was produced to make it a more robust freezing container. Complaint file# 97br112